Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of insulin. Blood glucose level was 399 mg/dl. Reportedly, the customer resorted to long acting insulin for therapy.